Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block and the left ventricular (lv) lead dislodged. The device was reprogrammed and the lead remains in use. The patient is enrolled in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.